Event description:
It was reported that the morning after insertion, it was noted that the groshong PICC line had snapped apart about 3 cm from the hub.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyj2014 showed no other similar product complaint(s) from these lot numbers.